Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during surgery the interference screw broke into the patient's knee. It was further reported that the screw has been retrieved by the surgeon. No adverse consequences to the patient and another screw has been implanted.